Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported stent dislodgment was not confirmed as the stent was placed back onto the balloon at the account. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a cause for the reported stent dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the protective sheath of the 6.0x39 mm omnilink elite stent delivery system (sds) was removed without resistance. The procedure was successfully completed with a 7.0x39 mm omnilink elite sds. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 6.0x39 mm omnilink elite stent delivery system (sds) was being unpacked, prior to use, when the stent dislodged from the balloon. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.